Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test. The device was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor was tested outside the device and passed. The unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the motor error alarm occurred during the prime/rewind process. Customer does not remember any significant events leading up to the error alarm. Blood glucose level was 223 mg/dl at the time of the call. During a follow up call, customer was attempting to retrieve pump settings and kept receiving no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.